Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Telemetry was unable to be established, confirming the reported clinical observation. A magnet reset was attempted, however was unsuccessful. The device case was opened. No anomalies were noted on internal visual inspection. An external power source was connected to the device and tones were emitted indicating device reset. The device then had full telemetry and appropriate device function was observed. The no telemetry condition was confirmed, however the root cause was undetermined as the device began to operate as expected during analysis.

Event description:
It was reported that difficulty was experienced interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD). Multiple troubleshooting techniques were performed, however telemetry was still unable to be established. This device was explanted and successfully replaced. There were no additional adverse patient effects.